Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage on the proximal stent struts, which were pulled in a distal direction. The undamaged stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. This type of damage is consistent with excessive force being applied to the device. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that crossing difficulties were encountered. The target lesion was located in the highly tortuous and calcified left anterior descending artery. After a non-bsc guide wire was advanced, a maverick balloon catheter was advanced for pre-dilation. A 2.50 x 20mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. Dilation was performed and another of the same stent was implanted in the lesion. Post dilation was performed and the procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.